Event description:
It was reported that a patient presented to clinic for follow up. It was noted that there was no rf telemetry on the implantable cardioverter defibrillator (ICD). No changes or intervention were performed. The patient condition was stable.